Event description:
Per the clinic, the patient experienced tinnitus with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Correction: the correct initial date of awareness is november 04, 2025 not september 20, 2025 and the correct date of explant is (B)(6) 2025 not as previously reported on (B)(6) 2025.